Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt (serial: (B)(6)); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that the controller quit working. Patient stated that the screen was blank and unresponsive and that the controller was not powering on. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; the controller did not power on. Pt saw no apparent damage to the equipment. Pt confirmed seeing that the ac power supply green light was on. Pt said that they needed to recharge the ins so they initiated an ins recharging session when they noticed that the controller was unresponsive. Agent had the pt insert two aa batteries in the controller and the controller powered on. Agent had the pt remove the aa batteries from the controller and then connect the controller to the ac power supply again; the controller then powered on. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply. Pt then confirmed that the controller was then working. Agent had the pt access the batteries screen; the controller was at 90% and the ins was at 30%. Pt saw that the stimulation was off. Agent had the pt initiate an ins recharging session; pt saw recharging excellent. Pt said that they hated that they had to lay down to recharge the ins and that they liked their other ins better. The troubleshooting steps that were taken on the call resolved the issue. Silver.